Manufacturer narrative:
Device analysis report attached. This report is submitted on july 13, 2023.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2023 for postauricular redness, swelling and tenderness over the implant site. The patient developed bacterial infection at the implant site and subsequently was treated with IV antibiotics on (B)(6) 2023 (duration not reported). The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.